Event description:
It was reported that a left hip revision surgery was performed due to dislocation. Surgeon found in situ the mobile acetabular insert outside of the prosthetic cup. The dislocation was not reducible, thus walking was impossible and revision surgery was impossible too. Change of cup and insert. Unknown if there was a delay during the procedure.

Manufacturer narrative:
Additional info: g7, g9, h2, h3, h6, h10 result of investigation: it was reported that a revision surgery was conducted due to dislocation of polarcup pe insert (75017221). The device used in treatment was not been returned for investigation. The device could therefore not be evaluated and the stated failure mode not independently be confirmed. To date no medical/clinical documentation has been provided. Without any supporting medical documentation, a thorough medical assessment could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process and a review of the complaint history revealed no similar complaints for the device in question. Based on available information, there is no indication that the device did not meet specification at the time of manufacturing. However, the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not deemed necessary. Nevertheless, smith and nephew will continue to monitor the device for similar issues. The complaint will be reopened should additional information or the device be received.